Event description:
Related manufacturer report number: 3006705815-2023-02898. It was reported that both of the patient's leads migrated. Surgical intervention was undertaken wherein both leads were explanted, and one new lead was placed. Effective therapy was established postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.